Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city - (B)(6).